Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an I/o read disk error, and locked up. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.